Manufacturer narrative:
The reported event of high pacing threshold and diaphragmatic stimulation was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and the left ventricular lead was turned-off a day after implant. The original lv lead placement wasn't optimal, and imaging revealed that it was barely in the branch. It is unknown if the lead was originally implanted as this or it was pulled back. Lead was explanted and replaced. Patient¿s condition was stable.